Event description:
Rptr complains of hardening of breast capsule, calcification & rupture. Saline rupture-1981-1983. Prosthesis-folded over (emptied) & protruded through skin on right side. 1963 silicone replacement, inflammation of incision site & hardening, right more than left. (Rupture on mammogram 1989), followed by systemic disease leading to interstitial lung disease & scleroderma. Hospitalized 10 days with bilateral pneumonia. Removal silicone implants, 1991, removal scar capsule 1994, open lung resection 1994, 5 root canals in teeth without decay. Possible apicoectomy needed.